Event description:
During procedure, end of hook on suture grasper broke while in use. Broken piece measures 3mm long and is approximately as thick as a 5-0 suture. Surgeon unable to locate piece, further searching may have caused damage, may possibly have been washed out. During the procedure the tip of the suture grasper broke off. The item in question is very micro and cannot be detected with an x-ray. The surgeon was made aware and cannot say for certain the location of the missing piece. The item is a disposable instrument and was discarded following the procedure.